Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while placing a trocar, the mesentery was injured, resulting in 200ml blood loss. The bleeding was controlled with cautery. The surgeon reports that the injury was due to the inability to visualize during port placement with the use of the third-party camera. The procedure continued and was completed robotically. The patient stayed overnight for observation instead of being discharged home the same day. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.